Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the pacemaker and atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was performed. The patient was in stable condition.

Event description:
New information noted that issue of over-sensing an inappropriate automatic mode switch (ams) persisted due to suspected insulation breech on the lead.